Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that staff complained that centrimag pump was humming after being installed into motor event while at 0 rpms. Customer was unable to say if this event occurred while connected to a patient. Customer stated that staff used another set of equipment to proceed with case. A loaner motor was provided to customer, in use at the time in cardiac intensive care unit.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was further reported that the customer did not have the information regarding the motor being able to run or not and their primary concern was the humming.

Manufacturer narrative:
Correction: the initial report was incorrectly submitted with a cfn-based manufacturer report (MFR) number: 2916596-2024-05392. The MFR number should have been fei-based with the 10-digit fei being (B)(4). Section d1: corrected. Section d3: manufacturer information corrected. Section d4: primary UDI number corrected. Section g1: manufacturing site corrected. Manufacturer's investigation conclusion: the reported sound was unable to be confirmed as the centrimag pump was not returned. A specific cause for the reported event could not be conclusively determined through this evaluation. The centrimag pump was not returned for evaluation. The lot number or other identifying information of the product was not reported and was not able to be determined during the investigation. The centrimag blood pump instructions for use (IFU) is currently available. IFU caution #15: always have a backup centrimag pump, console, motor, and accessories available for use. The section titled ¿emergency backup equipment¿ states that a backup sterile pump and supplies to prime must be available. The 2nd generation centrimag system operating manual (document pl-0047, rev. M) is currently available. Section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The current revisions of the instructions for use (IFU) and operation manual can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.